Manufacturer narrative:
The user facility performed by themselves a repair of the ventilator. According to received information, two pc boards were replaced but it is unknown which. No parts were returned for investigation. The ventilator logs were downloaded for investigation. There are no records in the ventilator logs showing that the ventilator was in use on the reported event date. There are no technical error codes on the reported event date, indicating no ventilator malfunction. There is however ventilation on the day before, on (B)(6) 2017, which was started on (B)(6) 2017. In this ventilation period there is nothing that shows that there was a stop of ventilation and several clinical alarms have been logged and silenced which shows that alarms were generated and that they were audible. Two days post event date the ventilator passed panel audio test during pre-use check, which indicates that the loudspeakers in the user interface generate an adequate sound level that meets the requirement. Since no replaced parts were returned for investigation, the root cause of the reported stop of ventilation without alarms has not been determined.

Event description:
(B)(4).

Event description:
It was reported that the ventilator stopped to cycle without activating audible or visual alarms, while it was connected to a patient. There was no patient harm. (B)(4).